Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, when the physician was trying to ablate, there was noise on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. Due to the noise issue the physician was not able to ablate since all signals were not interpretable. The system was checked by the field service engineer. The bs cable was replaced with a new one. After this, there were no further complaints regarding this issue during further cases since the cable was replaced. Based on this information, it can be concluded that the defective bs cable caused the noise. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. An internal corrective action was opened to address the problem related to high rate of bs ECG cables failures in the field.

Event description:
It was reported that during a paroxysmal a-fib procedure, when the physician was trying to ablate, there was noise on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. Due to the noise issue the physician was not able to ablate since all signals were not interpretable. There was no cardioversion but the problem was resolved when the physician turned pacing on through the cs catheter that was plugged in through the pin block. Prior to report this issue, the clinical specialist isolated the ground patch, changed the rl lead electrode, the redel cable from stockert to piu, the cs cable to piu and advised to replacing the map catheter cable but it was not resolved the issue. It was fixed by rebooting the carto and replacing the pin block at the same time.